Manufacturer narrative:
This event was determined to be supplemental information to MFR #: 2916596-2023-02727.

Event description:
It was reported that the patient had frequent low flow alarms due to right ventricular failure. The low flow alarms did not resolve and the patient was placed on milrinone. They were short of breath and weak. They were placed on comfort care and they passed away on (B)(6) 2023. A review of the log files confirmed that there were multiple strings of low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.